Event description:
It was reported that the implant surgeon plans on testing the pt for silicone allergy to rule out an allergic reaction. Explantation of the pt's c1 device is a remote possibility. The company was informed that if the pt tests negative, th pt will be reimplanted on the contralateral ear. It was also reported that the pt experienced a decrease in her performance. Advanced bionics is currently in the process of obtaining info. When more info is received, a follow up report will be sent.